Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the type iiib endoleak of the distal main body complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also shows reasonable evidence to suggest an aneurysm enlargement of 7.1 mm occurred that was not included in the event as reported. These findings were discovered during an examination of the computed tomography scan dated (B)(6) 2025. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be identified. The final patient status was reported as stable and pending reintervention. No additional investigation of this reported adverse event/incident is planned. However, should reintervention take place and/or additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes ¿ remove code 3233 h6: investigation conclusion codes ¿ remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2021 with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx limb stent graft. Routine follow-up conducted on (B)(6) 2025 identified a type iiib endoleak. Reintervention plans are being discussed to re-line the graft. Patient status was reported to be stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.